Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row in sub drawer 2.1 was not connecting to the bus properly. A field service engineer reseated cable ends, resumed testing, discovered position a6 misaligned, adjusted latch and lock mechanism, resumed testing. The fse verified all bus/cable connections; verified drawer/pocket operation and tested the device in hardware test application to check the functionalities. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed, not detected on bus and found broken cubie spot. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.